Manufacturer narrative:
(B)(4) (patient developed loop in stomach, patient has to undergo a reoperation due to loop). The product lot number is not available nor is there any stock available to check additional product lot numbers.

Event description:
According to the reporter, on (B)(6) 2016 the surgeon said post-op patient developed a loop in their stomach after a lap sleeve gastrectomy surgeon did not say that product was at fault or malfunctioned. On 5/16/16 the surgeon confirmed that the patient will have another operation to convert to a gastric bypass. The surgeon stated that he cannot blame the gastrisail for the loop that developed. He is unaware of how the loop developed. There was no issues with insertion, removal, retraction, or suction within the case.